Manufacturer narrative:
The beckman coulter field service engineer (fse) found fluid leaked under the reagent probe b. The fse replaced the reagent probe b collar wash valve to resolve the issue. (B)(4).

Event description:
The customer reported that they noticed excess moisture inside the reagent carousel area on their unicel dxc 600 pro synchron system. When beckman coulter field service engineer (fse) evaluated the system, he found a contained leak under the reagent probe b. There was no report of injury or exposure. Personal protective equipment were worn by both the customer and the fse. No erroneous patient results generated.